Event description:
It was informed that one aligner from spark fractured the patient's crown and was pulled out by the aligner.

Manufacturer narrative:
The patient is not fully recovered, tooth 46 is still very sensitive and might need root canal treatment.